Event description:
It was reported that the lead was implanted and the helix was extended and retracted. After retraction, the helix would not extend anymore. It was also reported that the helix "popped out" without any manipulation. There was also elevated lead impedance measurements at 1300 ohms. The lead was removed from patient. The physician had difficulty extending the helix outside the body and the lead insulation appeared to be twisting on itself. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): analysis of the returned lead found the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant/explant attempt. No anomalies were found with the insulation. Visual analysis also noted a tip seal problem and blood in/on the helix/lobe mechanism and the sleeve head.